Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced swelling and tenderness around the implantable neurostimulators, swelling behind the right ear, and drainage from the head incisions. There was 15 ml of pus aspirated, and cultured, from the area around the left-side device. The pus-causing organism was not provided. The pt was admitted to the hosp for intravenous (IV) antibiotics. The left-sided device sys was subsequently removed. Each of the pt's five initial incisions were reopened and it was noted that pus and "abnormal material" were present at each site. All of the areas were irrigated with copious amounts of bacitracin solution. There was also "aggressive" debridement performed on each of the areas. A post-operative MRI was performed without contrast. The pt remained hospitalized through (B)(6) 2011. The pt was discharged from the hosp "in good condition."